Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that before the impella insertion, peripheral angiography showed calcium higher up on the right iliac artery. Decision was made to proceed with sheath and impella cp placement for support. Left ventricular (lv) access was obtained and 018 wire placed. Impella was backloaded on 018 wire and there was some initial difficulty to pass impella through the iliac. Impella cp access was obtained in the lv and the device started. Shortly after the device started, angiography of the right iliac showed a dissection. Impella procedure was therefore aborted, and the patient was taken to the or for iliac dissection repair. The patient was noted to be stable.

Manufacturer narrative:
The investigation for the vascular damage has been completed. No product was returned for investigation. The root cause of the vascular damage - peripheral vessel issue was most likely patient condition related due to the patient's calcified vessels. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.